Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic upon receiving an alert, backup vvi mode was observed on the device. A device download was performed successfully. Patient was stable.